Manufacturer narrative:
H6-code 4111: a request was sent to the physician if dicom imaging datasets of the prodecure and the endoleak could be shared with gore for evaluation. H6-code 213: the requested dicom imaging datasets were not disclosed to gore and therefore an evaluation could not be performed. Without additional information, gore was unable to do further investigation of this event.

Manufacturer narrative:
The physician provided videos for investigation. A review of the manufacturing records indicated the device met pre-release specifications. The imaging evaluation of the provided videos states the following: short movie submitted for evaluation. No name, date or demographics on imaging. Cannot window level images or manipulate in any way. There appears to be contrast outside the implanted device at one or more locations. Contrast suggestive of a type iii endoleak, however, cannot confirm with one image set(projection). The actual device remains implanted in the patient and therefore it is not available for investigation. Provided videos do not allow for a detailed investigation. So a request was sent to the physician if dicom datasets of the procedure and the endoleak could be shared with gore for evaluation. Answer pending.

Event description:
On (B)(6) 2019, the patient was implanted with an abdominal stent graft from jotec where four gore® viabahn® vbx balloon expandable endoprostheses were implanted into the side branches. It was reported to gore that a type 3 endoleak at an unspecified region/device was diagnosed on (B)(6) 2019. Reportedly, the endoleak was solved during a reintervention on (B)(6) 2020.

Manufacturer narrative:
Updated event description. Code 4111: the previously provided video has been re-evaluated. Code 213: the imaging evaluation of the provided videos states the following: short movie submitted for evaluation. No name, date or demographics on imaging. Cannot window level images or manipulate in any way. The wire pattern in the stents in the visceral vessels appear to be vbx stents. The vbx stent, filled with contrast, appears to be in the right renal artery, with available imaging. There appears to be contrast outside the implanted vbx stent at one or more locations. Contrast, outside vbx stent, suggestive of a type iii endoleak.

Event description:
On (B)(6) 2019, the patient was implanted with an abdominal stent graft from jotec where four gore® viabahn® vbx balloon expandable endoprostheses were implanted into the side branches. It was reported to gore that a type 3 endoleak at the right renal artery related to the gore® viabahn® vbx balloon expandable endoprostheses was diagnosed on (B)(6) 2019. Reportedly, the endoleak was solved during a reintervention on (B)(6) 2020.